Event description:
It was reported that while interrogating implanted devices the programmer generated an error message. The programmer will be attempted to be loaded with upgraded software, and the 2090 service diskette run on it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.